Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as diagnosis of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was reportedly inadequate dialysis; however, as no specific use error or breach in aseptic technique was reported, the cause is unknown. On an unreported date, the patient began treatment with injection ceftaroline (1 gram, route, frequency, and duration not reported) and ceftazidime (1 gram, route, frequency, and duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. Patient outcome was unknown. No additional information is available.